Event description:
This international report of a mist appearing in the room was resolved by the service team who found the catalytic filter case cracked. The catalytic filter case was replaced to resolve the issue. There is no report of injury or harm to any healthcare worker. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2009. As of (B)(6) 2011, two years passed since the last report of serious injury associated with oil mist vapors. This service report was received by asp from the country affiliate on (B)(6) 2013 (2 years and 3 months late): (B)(6) 2010 alert date; (B)(4) 2013 received date; (B)(4) 2013 open date.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the failure mode effects analysis and the system hazard and user misuse analysis. The DHR (device history review) for sterrad 100nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for haze / oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 100nx from (B)(4) 2012 through (B)(4) 2013 found that currently haze/mist/vapor has breached the upper control limit. The risk is categorized as low as reasonably practicable. The fmea (failure mode effects analysis) scores for the failure of this part are considered low risk. The shuma (system hazard and user misuse analysis) was reviewed. It shows that the risk is broadly acceptable for exposure to oil mist/ vaporized particulate matters. There were no parts returned for investigation of the report of unit emitting an oil haze. The field service engineer found that the cracked catalytic filter is the assignable cause.